Event description:
The field sales manager informed that surgeon that the anchorage locking screw plsl3516 went through the lapidus plate plp29372. Plate was ok with other 5 screws but that locking screw went to the plate. The surgeon took another locking screw which worked well. Operation delayed about 10 minutes.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported incident that a screw went through this anchorage plate could not be confirmed, since the device was not returned for evaluation. The root cause of this problem has been identified as a design issue. This problem has been identified during nc and is addressed by a CAPA. A new design will be implemented as soon as validated. As no plate has been discarded and this surgery has been completed successfully with the plate, no credit note will be provided. A review of the device history was not possible because the lot number was not communicated. If any further information is provided, the investigation report will be updated. Device not returned.

Event description:
The field sales manager informed that surgeon that the anchorage locking screw plsl3516 went through the lapidus plate plp29372. Plate was ok with other 5 screws but that locking screw went to the plate. The surgeon took another locking screw which worked well. Operation delayed about 10 minutes.